Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurate high results when comparing to feeling / normal result(s). The reporter claimed she obtaining an alleged inaccurate high blood glucose reading of "597, 367, 369 mg/dl" with the subject meter. Such a comparison does not meet the criteria necessary for lifescan to determine the possibility of an inaccuracy. However, at the time of troubleshooting, it was noted that a control solution test performed on the subject meter fell outside of the expected control solution range. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.